Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported an incident where emergency medical services were called because she had a low blood glucose level. Customer stated she had been having low blood glucose levels for the last few days. She was at work on (B)(6) 2014 when she had a low blood glucose level of 24 mg/dl. Paramedics came to her work and they treated here there. Customer remembers that she was treated, but does not remember how. She was not in an accident. She could not recall any significant events leading up to the incident or the cause for the low blood glucose level. Customer states her most recent blood glucose level is 357 mg/dl. She treated with the insulin pump. Nothing further reported.